Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. Unexpected replace battery now alarm found in alarm history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit was received with minor scratched lcd window, cracked select button keypad overlay and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the problem started about two weeks ago. The customer had a problem with the duration of the battery and it was yellow. The customer stated that the battery cap was not loose, cracked or damaged. The product was returned for analysis.